Event description:
Healthcare professional (hcp) reports patient experienced facial redness and itching during first two weeks of using the psn membrane. Noted after use. No patient injury or medical intervention reported.